Event description:
It was reported that the device broke upon removal. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted a difficulty advancing and eventually the shaft got kinked. Upon retrieval, the kinked portion of the shaft broke. The device was completely removed from the patient. The procedure was completed with a different device. There was no patient complications reported.